Manufacturer narrative:
Patient information is unknown. Date of event: unknown date in (B)(6) 2018. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the blade could not be connected/detached with the impactor. There were no consequences for the patient. When the returned devices were being investigated by the manufacturer, it was noted a total of three blades were returned. Clarification was received indicating that all the returned blades had difficulty with connecting. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 02.027.033s, lot l829236: manufacturing site: bettlach. Release to warehouse date: april 03, 2018. Expiry date: march 01, 2028. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the visual inspection of the pfna ¿ blade has shown that the locking screw is two pitches of thread deep inside the blade and therefore the blade could not be locked. Furthermore, the locking screw is complete jammed inside of the outer locking screw. The hexagonal recess of the locking screw is severely damaged. Further investigation has shown that the surface of sleeve has some wear marks. A functional test cannot have performed as a result of the jammed locking screw. The returned pfna blade was examined and the complaint condition was able to be confirmed. The investigation has shown that the locking screw is two pitches of thread deep inside the blade and therefore the blade could not be locked. In addition, the hexagonal recess of the locking screw is severely damaged, it is clearly visible that the impactor was not positioned properly. The locking screw is jammed and cannot unscrewed back into end - position anymore. The existing damage, the blade could not be locked and unlocked as required with an impactor. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.